Event description:
The customer reported a leak from the blood sampling valve (bsv) inside a coulter lh 750 hematology analyzer. The instrument was generating voteouts for some parameters during quality control (qc) when the leak was observed. The volume of the leak was approximately 250 ml and was not contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of injury as a result of the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
The customer observed that the bsv knob was loose and tightened and knob. The instrument ran without leaks and qc passed. Beckman coulter (bec) field service was not dispatched. There were no further reports of issues. (B)(4).